Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Evaluation findings (results/components): 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 1 device: product disposition is not yet determined. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 1 event for the failure: detachment of device or device component. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.